Event description:
A customer contacted baxter's technical service center to report having a check heater line alarm with the homechoice (hc) machine during fill 1. The care giver (cg) stated they were not using a new extension. The technical service representative (tsr) advised the cg to use a new extension line each night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.